Event description:
It was reported that patient had 48 emergency backup battery (ebb) uses. They went from 18 to 46 uses between (B)(6) 2024, log files were submitted for review, the log file captured a loss of power to the mobile power unit (mpu) on (B)(6) 2025. The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. The event data did not appear to date back far enough to see events from last year. The periodic log was set to record a single line of data each day at a specific time (around 3 pm) so it was no possible to see when any alarms may have occurred or what they would have been. The ebb use count increased in this event log from 47 to 48 due to the mpu power loss. There were no other unusual events recorded in the log file event history. It was later reported that the mpu seemed to be functioning appropriately, and that the unit had a v-lock. Th patient denied any power outages, or double disconnecting. No damage was noted to equipment on person.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an atypical power cable disconnect/low voltage hazard alarm was confirmed via the provided log file. The log file captured power cable disconnect/low voltage hazard alarms on 14mar2025 while the mobile power unit (mpu) was in use. The alarms appeared to have been caused by a loss of ac power, as the voltage within both cables steadily decreased. The alarms resolved within a few seconds when power was restored to the system. No other notable events regarding the mpu were observed, and the pump operated as intended throughout the data. The mpu (serial number (B)(6)) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mpu, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook, rev. D, section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage hazard conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook, rev. D, section titled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.